Event description:
It was reported that the charger for the ilet system was not charging, and a replacement was initiated. Customer care provided support that included the coordination of return and replacement logistics. Investigation of this case revealed a charger malfunction consistent with a power supply/accessory failure. No clinical symptoms during the event reported. Outcomes included no clinical impact and no need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.